Manufacturer narrative:
It was initially reported that implants "came out". As no information could be extracted from the client, it was determined that the implants did not integrate. The product was returned and evaluated. The problem was not with implant integration (implants were never placed), but with difficulty in removing cover screws from the inner vial caps. Co is currently redesingning co's implant packaging system. The new configuration will greatly improve the handling and use of cover screws.

Event description:
Event was incorrectly determined to be a reportable event.